Event description:
It was reported that the right ventricular lead exhibited a high capture threshold and greater than 2500 ohms impedance. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.